Event description:
The customer stated that, the axsym rubella igg reagent calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. All the system maintenance is up to date and no other assays are affected. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.